Event description:
Pt states she has been on 1st week of medication and reports problems with attaching pipettes to adapter, pipette does not screw on properly and oftentimes, pops off adapter, adapter is locked in place and she gently pushes down and screws on pipette. Upon inverting vial and pulling plunger, it gets sucked back in and she has to remove pipette. After 5 minutes or so, she is able to successfully fill pipette with medication and instill dose. No further pertinent details provided. Unk, first accredo ship date: 09/20/2022.